Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a staff member was using a 2 ml discardit¿ ii syringe with needle to withdraw blood, the staff member forgot to prime the syringe properly and due to air in the syringe, the device reportedly ¿tore up.¿ there was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer return sample / photo are not available for investigation. Bd (B)(4) does not received any photo / sample from the customer facility for investigation. Visually inspected 200ea retention samples of lot # 17j0611 had for crack barrel, all samples are found in ok condition. The complaint history for the lot # 17j0611 was reviewed and to date no complaint had been registered against the above lot for the defect- crack barrel. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17j0611. Log sheet ¿ needle jump problem, bottom web out problem, chain shifting problem, stoppage due to strip dropping problem in secondary packaging, continuous cutter changed, top web spindle problem is recorded in primary packaging process during manufacturing of lot # 17j0611. Stoppages ¿ extractor cylinder stoppage and plunger loading stoppage occurred in marking & assembly machine during the manufacturing of lot # 17j0611. Investigation conclusion: the exact root cause is not identified.